Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced symptoms while wearing a transcutaneous electrical nerve stimulation (tens) therapy unit around his waist. Additionally, noise was noted on this lead at the time of the event, leading to one inappropriate shocks and possible pacing inhibition on this pacer dependent patient. No remedial action has been taken at this time other than notify the patient to not use the tens therapy unit again. No adverse patient effects were reported.